Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2016 with the following findings: no damages were found to the pump case. Moisture was observed in the display and a display leak was diagnosed post leak test. The pump was opened and moisture damage was also found on the printed circuit board.

Manufacturer narrative:
Follow-up #2 date of submission 03/22/2017 - correction to serial #.